Manufacturer narrative:
Investigation completed 7/10/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2013 ¿ nov. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿faulty customer cam cable¿ in the search criteria. The review encompassed dates 06-jul-16 to 06-jul -17. A total of 8 complaints were identified in the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿aug 16 to jul 17¿, the global product usage for cam02 monitors was calculated as 19,349 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (8) can therefore be calculated as 0.04% (4 x 10-4) (occasional) of procedures. The customer¿s cam cable required to be replaced. The evaluation verified the cam02 monitor was performing to specification and the customer¿s cam cable used with the cam02 monitor was the cause of the complaint incident.

Event description:
The monitor was detecting catheter failure. They switch it out with a couple of catheters, same issue. The customer did not have another cable to determine if the cable was the cause for the failure. It was unknown if the device was being used on the patient or if there was any patient injury or delay. Additional information has been requested. Linked to mfg. Report number: 3006697299-2017-00104.